Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated, and the reported condition was not confirmed. A functional assessment was performed, and the device passed all pretest assessments and no issues were identified. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction: it was documented in the previous supplemental medwatch report that the date of manufacture (dom) was march 8, 2016. The dom (february 25, 2016) has been updated to reflect the date the device was manufactured. The unique identifier (UDI) has been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Manufacturer narrative:
The device brand and catalog number has been updated from qd14-g1 to qd14-s-g1. UDI: (B)(4). The device serial or lot number was reported as unknown in the initial report and has been updated to (B)(4). The device manufacture date was documented as unknown in the initial report. It has been updated to 3/8/2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device serial number/lot number are unknown. Device manufacture date is unknown. Reporter¿s phone number was not provided. The device serial number and date of manufacture is unknown; therefore, UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 8 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, (3) handpiece devices and (5) attachment devices had a report of heat. It was also reported that devices were heating up to a critical level and had to be put in an ice-bath in order to continue the procedure. It was reported that there was a ten minute delay. It was not reported whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.